Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 457 mg/dl. The customer also experienced different blood glucose level ranging from 400 mg/dl to 500 mg/dl. The customer was treated with manual shot. The customer did not report symptoms as a result of high blood glucose level. Troubleshooting was not performed for high blood glucose level. The customer stated that insulin pump had insulin flow blocked alarm and insulin exited. The insulin pump will not be returned for analysis.